Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported an internal dialyzer blood leak that occurred during hemodialysis (hd) treatment. The blood leak was preceded by an "air leak" alarm that went off during pre-treatment set up. After checking the system's connections and ensuring everything was tight, the nurse continued the process and connected the patient to the machine. The machine alarmed "blood leak" approximately three minutes into treatment. Blood test strips were not used to verify the presence of blood. It was confirmed that blood had leaked through the fibers and into the dialysate compartment of the device. The fibers were reported to be visibly separated. The patient's estimated blood loss (ebl) was noted as being approximately 150cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.